Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported suspicion of capsular contracture to left side device. No information provided on device status.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, crease fold, opening. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted .

Event description:
Healthcare professional reported suspicion of capsular contracture, baker grade iii-IV to left side device. Additionally, clinic confirmed "that the adverse event, i.e. Deformation, induration and great pain occurred on the left side." The device has been explanted.